Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom of inoperable #1 and #2 keys. Eval found that the unit in its received condition permitted power up, navigation, and pump run, however has limited keypad operation due to intermittent response from the #1, and #2 keys caused by a failed keypad. Baxter has initiated a CAPA to further investigate this issue. See scanned page.

Event description:
It was reported that a spectrum pump had a keypad with inoperable #1 and #2 keys. It was also reported that there was no pt incident.